Event description:
The user is claiming the device did not function properly when they attempted to deploy it.

Manufacturer narrative:
Pr#:(B)(4). Method: device investigation is pending this pt use event.